Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, it was reported by a sales representative via (B)(4) that an ar-9236-03 pegged glenoid trial central peg of the vaultlock glenoid trial broke off in the patient when trialing. All parts were recovered. This occurred during use in a case with no patient effect.